Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into both stations and verified that the anesthesia device was functioning without any issue but identified that the medstation was set to non-profile mode. Requested sample order numbers and associated patient identifiers to proceed with further investigation but no responses received from the customer and tss proceeded with case closure. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossed. The customer reported that items were present on the station but not updating on the server, and the issue is also impacting the anesthesia station. There were no delay, no adverse events or injuries reported based on this event.